Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 43 mg/dl at the time of incident. The customer's blood glucose was 142 mg/dl at the time of call. The customer stated that she treated the low blood glucose with glucose tablets and making her blood glucose went up to 87 mg/dl. The customer found that she over bolused which may have caused the low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.